Event description:
It was reported during unpacking from the box the rigid videoscope had visibly broken fibers and light transmission issues. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields- h6 (component code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during unpacking from the box the rigid videoscope had visibly broken fibers and light transmission issues. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.